Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that unexpected restart was occurred. Blood glucose was 120 mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, displacement test and unexpected restart error test. No unexpected restart error noted during the testing.